Event description:
Clinician review of medical records ad 25 jan 2026. Clinician review of medical records ad 26 jan 2026. On (B)(6) 2021 patient had an x-ray, which showed callus development however healing in some areas was not solid. Will continue to monitor with boot walker. On (B)(6) 2021 patient was transferred from rehabilitation hospital to another hospital for psychiatric evaluation. Pt was discharged on (B)(6) 2021. On (B)(6) 2022 x-rays were done. The three view x-ray shows no sign of ankle injury. Non-union of tibial shaft fracture with broken hardware seen. There is no evidence in medical records that any surgical intervention has been performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, b6, b7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: b6 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinician reviewed litigation record ad 5 dec 2025: the documents are duplicated documents from previous files with some additional documents of progress assessments performed by the assisted living facility where patient would consistently report pain. Clinician review of 24_nov_2025: doi: on (B)(6) 2021. At several doctor visits for various reasons patient reports included left leg pain including burning sensation, swelling, and difficulty in walking due to pain. On (B)(6) 2021, it is noted that patient ¿twisted a week ago¿. X-ray notes healing segmental fracture of the fibula is noted, no change in alignment at the fracture sites. On (B)(6) 2022, x-ray notes ¿several of the more inferior tibial screws are fractured. On (B)(6) 2022, x ray notes a likely nonunion of the midshaft tibia. On (B)(6) 2022, it is noted that patient has nonunion of distal tibial shaft fracture with 3 screws broken with loose hardware. Fibula and proximal portion of tibia is noted as healed. On (B)(6) 2024, x ray notes the old tibial fracture now shows what appears to be pseudoarthrosis and side plate has fractured approximately 7 cm proximal to its caudal tip and reconfirmation of broken distal screws. On (B)(6) 2024, it is noted that patient has pain and malunion of l tibia with healing of the fibula. Treatments have been medications and wearing of left mobility boot. There are no notes of any surgical interventions performed beyond the initial implantation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 (health effect - clinical code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent surgery due to fractured tibia/fibula. The surgeon implanted steel plate and screws. On (B)(6) 2021, an x-ray of the leg was taken and showed that a few inferior screws were broken. On (B)(6) 2022, x-ray revealed broken screws. At the (B)(6) 2022 appointment the patient was complaining of pain in the leg for the last three months. The patient continued to have pain and was unable to ambulate as a result. On or about (B)(6) 2024, a CT scan was ordered and showed that the steel plate was broken along with the screws and the patient had suffered a non-union.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E3: initial reporter occupation: (B)(6). H3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.